Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power management board was replaced to fix the reported failure.

Event description:
The hospital reported that, during pre-use checkout, the ventilation stopped at pre-use checkout with "system failure" message. There was no reported patient involvement.